Manufacturer narrative:
Concomitant medical products: vlft10gen, vlft10gen ft series energy platformx1, (sn: (B)(6)) lxmj37s, maryland xp inline sealer/divider 37cmy, (lot #40240266x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, a first device was plugged in and worked normally. The device was then unplugged and plugged back in, and it did not work, which was expected. It was then replaced by both of the devices submitted, and in each case, the device was plugged in and kept producing the same error code e404. Neither device was unplugged and reconnected. No piece fell into the patient cavity and no additional medical procedure was performed. They were both then replaced by an lf1937 device which worked fine. There was no patient injury. Medtronic's initial evaluation of the incident device found that the jaw was damaged (detached insulation and jaw component).

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a jaw damage and piece of insulation has broken off; the piece was not returned. The damage to the seal plate(s) and insulation is consistent with misuse, the user inadvertently closing jaws on a hard/metallic object or a drop. Damage to the seal plate may result in alarm activations and difficulty with activating the device. It was reported that there was an alarm activation condition. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of insulation damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.